Manufacturer narrative:
(B)(4). During a right-side atrial flutter procedure, it was reported when the catheter was deflected into its curve position noise was observed from all surface ECG signals and ic ECG signals. At the same time the impedance reading on stockert dropped to 5. As soon as the catheter was returned to a straight position all signals returned to normal and the impedance reading was corrected. The catheter was replaced to continue with the procedure. Additional information received stated the signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings for both carto and the ep recording system at the same time. The issue was resolved after catheter replacement. The procedure was competed without any patient's consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
During a right-side atrial flutter procedure, it was reported when the catheter was deflected into its curve position noise was observed from all surface ECG signals and ic ECG signals. At the same time the impedance reading on stockert dropped to 5. As soon as the catheter was returned to a straight position all signals returned to normal and the impedance reading was corrected. The catheter was replaced to continue with the procedure. Additional information received stated the signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings for both carto and the ep recording system at the same time. The issue was resolved after catheter replacement. The procedure was competed without any patient's consequence.

Manufacturer narrative:
(B)(4).